Manufacturer narrative:
The discrepant results were produced during a study the customer performed and not used for patient diagnosis. A root cause could not be determined with the information provided. Additional data were requested but not provided. Performance testing and precision checks were done on the analyzer and were within specifications. An analyzer issue was unlikely. It was noted the customer was using sample tubes that are not recommended for the analyzer.

Manufacturer narrative:
Additional information has been provided. The laboratory staff picked up on the results prior to reporting and none of the discrepant results were reported outside the laboratory.

Event description:
The customer alleged they have been having an ongoing issue with questionable estradiol gen2 results on their e411 analyzer. This issue has been going on in the customer's laboratory since at least (B)(6) 2014. The customer stated they had samples that frequently had results of > 4300 that when repeated had results at normal levels. Specific data and units of measure were requested but not provided. The specific date of the events was requested but not provided. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The estradiol reagent lot number was 175761. The expiration date was requested but not provided. All maintenance activities have been implemented and "cell changes" have taken place.

Manufacturer narrative:
This event occurred in (B)(6).